Event description:
It was reported that pt experienced a shocking or jolting sensation. The pt also noticed for the paresthesia move down a little bit further than it was before for the past couple of weeks. There were no falls or trauma. The jolting started after the pt had a surgical lead implanted. The symptoms are at the lead location. The pt was at home in fair condition. It was noted that stimulation and palpation caused stimulation changes. It was also noted that the pt was unable to adjust stimulation with the antenna attached. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).